Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis results showed that one gst60g reload was received unfired, with the pan partially detached from left side. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch # r5a90e. Investigation summary: the analysis results showed that one gst60g reload was received fully fired, with the pan partially detached from left side. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that a green gst60 reload came out of package damaged. The metal disconnected from plastic. Reload was not loaded into stapler to be used. The device will be returned and there were no patient consequences reported.